Manufacturer narrative:
The equipment was returned to endochoice and inspected by service. No problem was found with the device.

Event description:
The users of the colonoscope reported that tearing of colon tissue occurred during a case. The physician indicated that the tissue damage was similar to that which may occasionally occur when taking a biopsy. The use facility stated that the water jet nozzle located on the distal tip of the device appeared to protrude more than usual. This was one of two similar reports occurring on the same day.